Manufacturer narrative:
(B)(4). D10: 50mm lft standard mand cat# 24-6551. Lot# 717020c. Tmj sm lft fossa comp cat# 24-6563 lot# 834850b. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2023 - 00333. 0001032347 - 2023 - 00334.

Event description:
It was reported that a patient is experiencing pain, swelling, and difficulty opening their mouths (rom) post implantation of a tmj prosthesis. A screw fractured and only part of it was removed. The rest was retained by the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided for the screws. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : insufficient informtation provided

Event description:
No further event information available at the time of this report.